Event description:
It was reported that a remote transmission revealed oversensing on the ventricular channel. The patient has both an active competitive pacemaker and an ICD implanted. The ICD was oversensing pacing pulses from the pacemaker. There were no patient symptoms reported. Further information is unavailable at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.